Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
Boston scientific received information that this atrial lead had dislodged. A revision procedure was performed and due to scar tissue and a difficult initial implant procedure, the decision was made to explant this lead and replace it. During the procedure, noise was observed on both channels due to the device being out of the pocket with open ports. A replacement lead was implanted and interfaced to the device without further incident. No additional adverse patient effects were reported.